Manufacturer narrative:
B4, d9, g3, g6, h2, h3, h6, h11. The reported bflex 2 slim 3.8 single-use bronchoscope was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device but was unable to confirm the reported image issue. When connected to verathon's test equipment, the image was clear. No foggy or flickering image was identified. The bflex passed verathon's device functionality testing and confirmed to be within specification. Neither the cable nor the monitors that were connected to the bflex during the reported incident were made available to verathon for evaluation. Upon completion of verathon's device evaluation, the bflex was scrapped due to being a single-use device. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated; however, at the time of this report, the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that a bflex 2 slim 3.8 single-use bronchoscope exhibited image quality and connectivity issues during a patient procedure. The bronchoscope initially produced a normal image upon connection; however, during use, the image progressively became foggy, then degraded to colored interference, and eventually went blank. Reattaching the bronchoscope temporarily restored image quality, but the same issues recurred. The procedure was subsequently abandoned. The customer confirmed the issue was isolated to this specific bronchoscope. No patient harm was reported.